Manufacturer narrative:
Device passed rewind test, basic occlusion test, prime/a33 test and displacement test. However, device received stuck in the motor error loop during bolus/basal delivery. Unable to verify a35 and e70 alarms due to motor error alarm. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump error alarm. The blood glucose was 140 mg/dl. Customer states a couple of days ago he tried to rewind the pump it said insulin pump alarm. The customer stated that they were able to clear it and then when filling the cannula it went into another insulin pump error. The displacement test was performed and the insulin pump error alarm was occurred in the displacement test. The device will be returned for the analysis.